Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported unexplained high glucose readings. The blood glucose reading was 243 mg/dl. He stated that the drive support cap appeared to be normal and recessed. He found no air in the tubing and no leaks. Customer ran a manual prime and stated that insulin did exit. The insulin pump passed the high pressure test. Customer was advised to remove the infusion set from the body and stated that the cannula was not bent or occluded and that the site was not sore or irritated. Nothing further was reported.